Manufacturer narrative:
The customer reported that the system had intermittent communication loss with the laser module. The reported event occurred before surgery with no patient involvement. The company representative examined the system and was able to replicate the reported event. The power control module and switch base assembly were replaced. Unrelated to the reported event, the company representative also replaced a cable (24v, dc w10), power module battery and the laser footswitch. The system was then tested and met all product specifications. The system was manufactured on july 2, 2009. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming power control module and switch base assembly. However, how or when the components became nonconforming cannot be determined conclusively. (B)(4).

Event description:
A nurse reported that during a vitrectomy procedure there was intermittent communication loss with the laser. The case was completed using an alternate laser with no harm to the patient.

Manufacturer narrative:
The company representative examined the system and was able to replicate the reported event. The power module and switch base assembly were replaced. The power module was returned for investigation. The system was then tested and met all product specifications. The system was manufactured on july 2, 2009. Based on qa assessment, the product met specifications at the time of release. The power module was received at for evaluation. The returned power module was installed into a calibrated constellation system. There was no system message during or after the boot-up sequence. A laser burn-in was then performed. The reported event could not be replicated. The returned power module was then tested and found to meet specifications the returned sample met specification. As such, the root cause of the reported event cannot be determined conclusively. (B)(4).